Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on december 06, 2016, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, it was reported that the patient experienced a loss of osseointegration. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the patient's device was explanted (date not reported). (B)(4).